Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to damage, angulation lever did not move smoothly, due to damage on channel tube, channel cleaning brush could not be inserted smoothly, due to a scratch on scope cover, water tightness was lost, adhesive on bending section cover had a chip, connecting tube had a dent, video connector case had a crack, video cable, control unit, scope cover, switch box, grip, forceps channel port, angulation lever, upward/downward angulation lever plate, universal cord, light guide cover, control unit, light guide connector, video connector ,video connector case ,switch box and the protector of the video cable all had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, videoscope exhibited coating of the image guide snake pipe was peeled off(more than 1mm2). There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling image guide snake pipe was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.